Manufacturer narrative:
Concomitant medical products: primary console: serial number (B)(4), manufacturer date: 07/01/2010; flow probe 1st generation: serial number (B)(4), manufacturer date: 12/01/2008. The motor is not a single use device. Approximate age of the device is 3 years and 1 month (calculated from the ship date of the motor; (B)(4) 2013). The devices have been returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a pediatric patient was on left ventricular extracorporeal circulatory life support (ecls) when the primary console, motor, and pediatric flow probe failed. The motor reportedly stopped while in use on the patient. The patient was switched to backup equipment. The patient reportedly was not harmed due to the event and is still receiving on-going support.

Manufacturer narrative:
Correction - approximate age of the device is 13 years and 1 month (calculated from the ship date of the motor, 03/01/2003). Visual inspection of the returned motor, primary console, and flow probe revealed that the devices were in good physical condition. No defects on the external surface of the devices were observed during the inspection. The returned devices were functionally tested together using a mock circulatory loop and operated as intended throughout the evaluation. No failures occurred during this testing even when the motor and flow probe cables were manipulated. The primary console alarmed as expected when the flow probe connection was interrupted. A root cause for the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.